Event description:
It was reported while using the bd® needle 5/8 in. Single use, sterile there were holes in device. Verbatim: injuries or adverse event: no. Reported issue: holes in them. Where was the holes located on the device? On the base that¿s holding the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2228030, d4. Medical device expiration date: 11nov2027, h4. Device manufacture date: 16aug2022. D4. Medical device lot #: 3055929, d4. Medical device expiration date: 30apr2028, h4. Device manufacture date: 24feb2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd® needle 5/8 in. Single use, sterile there were holes in device. Verbatim: injuries or adverse event: no. Reported issue: holes in them. Where was the holes located on the device? On the base that¿s holding the needle.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-aug-2023. H.6. Investigation summary: it was reported there were holes in device. To aid in the investigation, fourteen samples in sealed packaging blisters and one video was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage or any other issue was observed. The video provided shows a syringe connected to a needle assembly with no plastic shield inserted into a vial. While pressing the plunger rod there is solution leaking from one side of the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305122, lot 3055929. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. However, based on the video sample analysis the symptom reported by the customer is confirmed, but without a defective sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.